Event description:
A nurse reported that during a vitrectomy procedure, a system message displayed indicating that the laser controller shutter was open between firing. The case was able to be completed with an alternate console. There was no delay and no harm to the patient.

Manufacturer narrative:
The company representative examined the system and replaced the laser core module assembly. The system was then tested and met product specifications. The replaced laser core module assembly was returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).